Manufacturer narrative:
Additional info indicated that the envoy guiding catheter was opened but never used. The neuron catheter from penumbra was used in the procedure. A gdc coil was utilized as the framing coil and then used a mix of the other coils, two of the coils (unk which ones) were removed and not detached in the pt. During the procedure, there was no resistance noticed at any time. The microcatheter was in the pt for approximately 35 minutes, and there were no issues of ovalization or problems with the inner lining of the microcatheter. During the procedure, continuous flow was maintained through the microcatheter. Reopro was giving at the end of the procedure, but there was no relationship to the cordis products, instead it was related to the coil mass. Additional info will be submitted within 30 days of receipt.

Event description:
During the index procedure, it was unk which aneurysm was bleeding. They planned to coil the superior hypophyseal aneurysm during the index procedure, and clip the p com aneurysm the following week. The procedure was coil embolization, of an aneurysm located in the superior hypophyseal aneurysm and a second p com. The physician was able to coil the aneurysm with 13 microvention coils using a prowler-14 dmb j shape microcatheter. However, the 13th microvention/terumo coil was placed successfully, but the delivery system could not be retrieved from the prowler microcatheter. Both, the microcatheter and delivery system were removed as a unit. An attempt was made to gain access with an echelon catheter, but ended up being removed without further coil placement. It was determined that the coiling was sufficient. The pt was not harmed in any way.